Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 42.1 cm to 42.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.